Manufacturer narrative:
Additional information was provided in section e1 initial reporter first name and e1 initial reporter last name. E1: initial reporter phone number is (B)(6). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparations for a farapulse procedure, a farastar generator received a 201 main post fault error message. This displays because of a unsuccessful power on self-test. This test is run both at power-on as well as when the user presses prepare. The procedure was cancelled post sedation when the patient was on the operating table as the issue could not be resolved. No patient complications were reported. A field service engineer has replaced the hv master printed circuit board assembly (pcba). The replaced part is expected to be returned for analysis.

Event description:
It was reported that during preparations for a farapulse procedure, a farastar generator received a 201 main post fault error message. This displays because of a unsuccessful power on self-test. This test is run both at power-on as well as when the user presses prepare. The procedure was cancelled post sedation when the patient was on the operating table as the issue could not be resolved. No patient complications were reported. A field service engineer has replaced the hv master printed circuit board assembly (pcba). The replaced part is expected to be returned for analysis.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: with all the available information, boston scientific concludes that the reported 201 main post fault error message was confirmed as the analysis of the returned device found the error message multiple times with the error traced to ch4. The returned farastar hv master printed circuit board assembly (pcba) was inspected for damage/anomaly. No damage or anomaly were observed. Benchtop testing was performed on the returned hv master pcba. Based on the binary code, the blue resistors were measured to ensure their resistances were within tolerance. It was found that r73 on channel 4 measured to be out of specification. Device history record review/service history review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farastar ablation generator device confirmed that the event of 201 main post failure is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of manufacturing deficiency and supporting evidence that came to this conclusion. The reported event was confirmed the reported analysis of the returned device found the error message multiple times with the error traced to ch4.

Event description:
It was reported that during preparations for a farapulse procedure, a farastar generator received a 201 main post fault error message. This displays because of a unsuccessful power on self-test. This test is run both at power-on as well as when the user presses prepare. The procedure was cancelled post sedation when the patient was on the operating table as the issue could not be resolved. No patient complications were reported. A field service engineer has replaced the hv master printed circuit board assembly (pcba). The replaced part has been returned for analysis.